Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), critical pump error (open book image). The customer reported blood glucose value of 22 mmol/l. The customer reported hyperglycemia treated with ems(emergency medical services)/ambulance/ER (emergency room) visit. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported a critical pump error/open book image error. Customer reported high blood glucose event. Customer does not feel ok to troubleshoot. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. In further full review of the pump history/traces on the event date of 26-oct-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 26-oct-2024 listed on smartsolve. Dailytotalcollectionstarttime: 10/26/2024 00:00:00.000 dailytotalofallinsulindelivered: 178500 (17.85 u) dailytotalofbasalinsulindelivered: 104500 (10.45 u) dailytotalofbolusinsulindelivered: 74000 (7.4 u) please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 26-oct-2024 in the formatted history file. Lostsensor1alert (780) was found on: 10/20/2024 08:39:00.000 to 10/20/2024 23:34:00.000, 10/21/2024 15:24:00.000 to 10/21/2024 23:49:00.000, 10/22/2024 00:16:29.000 to 10/22/2024 10:21:00.000, 10/24/2024 03:59:00.000 to 10/24/2024 14:09:00.000, 10/25/2024 07:29:00.000 to 10/25/2024 10:37:36.000, 10/26/2024 04:25:00.000, 10/26/2024 14:05:00.000. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. Low battery alert was found on: 10/21/2024 06:47:00.000, 10/25/2024 19:24:00.000, 10/26/2024 13:34:00.000, insert battery alarm was found on: 10/21/2024 06:52:34.000, 10/21/2024 06:52:35.000, 10/25/2024 09:51:34.000, 10/25/2024 20:03:07.000, 10/26/2024 14:04:09.000 to 10/26/2024 14:53:32.000. Failed battery alert/battery failed alarm was found on: 10/21/2024 06:52:34.000 10/26/2024 14:04:27.000 to 110/26/2024 14:53:31.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Unable to test for failed battery alert/battery failed alarm and low battery alert due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm and low battery alert were unknown. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 10/26/2024 13:19:00.000 and 10/26/2024 13:29:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the case of the pump during analysis. Unable to verify customer alleged for high bgs. Unable to upload pump to carelink and perform the required testing due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. During visual inspection, corrosion was found on the motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.